Event description:
The atrial intrinsic rate was being undersensed despite a sensitivity of 0.1 mv.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received - company representative.